Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated troponin (accutni) results were generated by access 2 immunoassay system for two (2) patients. These results were discovered upon review of the data when qc results were found to be out of range high on the day, (B)(6) 2012. Repeat analysis, performed after recalibration and changing the reagent pack, produced lower results within a different clinical category and/or outside the precision claims (<= 8%) stated in the assay's IFU. The customer indicated that all initial accutni results were released out of the laboratory but there was no impact on patient treatment. Patient results are shown in the attached file. The customer reported the patient samples were collected in greiner serum tubes and were analyzed from the primary tubes. Bec reviewed calibration, qc, system check data. Calibration and system check results were within the specifications. Qc results were within the laboratory's established ranges on (B)(6) 2012 but out of range high on (B)(6) 2012. Qc recovery came within the established ranges once the customer recalibrated assay and changed accutni reagent pack and controls. A definitive cause of this event cannot be determined based on the supplied information. Note: the related event on (B)(6) 2012 at the customer's site is documented in MDR# 2122870-2012-01875.